Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed the delivery accuracy by a value of -8.25%. No patient injury or complications were reported in relation to this event.

Event description:
Device evaluation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of failing accuracy at -8.25% was not validated or duplicated as the device passed all specified testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Pumps overall condition was good. Passed all functional testing.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.